Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows the catheter body with a bulge. The customer also returned one, 4-lumen cvc for analysis. Signs of use were observed on and within the catheter. Visual analysis revealed the catheter body was ballooned around the 10 cm mark. The distal end of the catheter appeared intentionally severed. Medication was observed within the extension lines of the medial 2 (blue hub) and distal (brown hub). During functional testing, a total occlusion was observed within the medial 1 (gray hub) and medial 2 (blue hub) lumens. A long pin gage was inserted through the medial 1 and medial 2 lumens. White foreign material was observed exiting the medial 2 lumen, resembling solidified medication. A complete occlusion was observed in the medial 1 lumen. The catheter was cross sectioned in a functional section and adjacent to the site of ballooning. Solidified medication was observed within the medial 1 lumen. The occlusion likely caused or contributed to this event. The ballooned portion of the catheter measured 63-67 mm from the juncture hub. The catheter body length measured 100 mm, which is not within the specification limits of 157-177 mm per the catheter product drawing. Therefore, at least 57 mm of the catheter was severed and not returned. The catheter body outer diameter measured 2.95 mm, which is within the specification limits of 2.87-2.97 mm per the catheter extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)."a lab inventory syringe filled with water was attached to all four extension lines and flushed. No blockages were noted with the distal or proximal extension lines; however , total occlusions were detected when flushing the medial 1 and medial 2 extension lines. A long pin gauge was used to clear the blockage, and a significant amount of white medication was observed exiting the medial 2 lumen. The occlusion was cleared from the medial 2 lumen, and it flushed as intended. However , the occlusion from the medial 1 lumen could not be cleared. A device history record review was performed, and no relevant findings were identified. An IFU provided with the kit cautions the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture." The IFU also states, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." The report of a ballooning catheter body was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a total occlusion consisting of solidified medication within the medial 1 lumen. A device history record review did not reveal any relevant findings. Based on these circumstances, the occlusion in combination with over-pressurizing likely resulted in the damage observed. It was determined that unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the two extension lines (medial grey extension line and the blue line) could no longer be flushed or aspirated. When removing the cvc, a bulge was detected on the cvc." A new cvc was placed in the right subclavian vein and has been running without incident. There was no harm to the patient. Treatment was briefly delayed, but this likely had no direct influence on the patient's condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the two extension lines (medial grey extension line and the blue line) could no longer be flushed or aspirated. When removing the cvc, a bulge was detected on the cvc." A new cvc was placed in the right subclavian vein and has been running without incident. There was no harm to the patient. Treatment was briefly delayed, but this likely had no direct influence on the patient's condition.